Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were having more constipation since they got the implant. Patient said they couldn't go for 3-4 days at a time and they were taking a whole bunch of medication to make themselves go. The agent asked patient if they were having any stimulation sensation and patient said off and on they could feel the stimulation the last couple of days. The patient confirmed the stimulation was comfortable. Patient said they were advised by their healthcare provider (hcp) reach out to the manufacturer. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.